Manufacturer narrative:
Initial reporter address (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked ¿from the elastomer and it was coming out inside the transparent casing¿. This occurred during filling with cytotoxic solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from september 22, 2022 - september 24, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph showed droplets of fluid located on the inner wall of the housing that appeared to be characteristic of condensation. Condensation is a natural process by which water vapor in the air is changed into liquid water; water that collects as droplets on a cold surface when humid air is in contact with it. Typically, over time, condensation would dissipate or dry up. Condensation is not a product defect. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.